Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and beeping for 15 minutes. The customer¿s blood glucose level was 304 mg/dl at the time of the incident. Customer stated that the insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio and vibrator alert functioning properly. No audio or vibrator alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.